Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that the electrodes were digging into his skin, causing an irritation. The patient's physician prescribed a cream. Follow-up indicated that after using the cream the irritation improved.